Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a meniscus repair and acl reconstruction procedure, after t1 of the fast fix flex was deployed successfully, when the user was intending to deploy the t2, it disappeared. T2 was not attached in the needle rail from the beginning. The procedure was completed without surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the procedure for implant loading into fast fix flex device, found that the assembler must slide the t2 onto the needle, then slide the t1 onto the needle, and then verify both ts are in the correct position prior to packaging. Based on this investigation, the need for corrective action is not indicated. If any additional information related to this event is received in the future, this investigation will be reopened for evaluation.